Event description:
During a video assisted thoroscopic surgery the device was fired twice without difficulty. On the third firing a green reload was used on the hilar region and the device would not release. The surgeon tried to release the device for ten minutes using the release button. The surgeon then forced the trigger open. The device had fired staples but there was some bleeding noted. It was unknown if the bleeding was due to the use of the device. The surgeon said the device was rinsed off and used for two more firings without incident. The surgical time was extended approx 15 minutes while trying to open the stapler and controlling hemostasis in the hilar region. No buttressing material was used.